Event description:
A xenex uv disinfection system was brought to biomedical engineering for repair. The tablet that is used for the display and controls was not working and would not turn on. During the repair, it was noted that the rechargeable battery in the asus tablet had swelled, and caused the tablet's case to bulge and split open. Manufacturer response for tablet, (brand not provided) (per site reporter). Xenex is shipping a new tablet to us. We will return broken tablet to xenex. Manufacturer response for uv light sterilizer, xenex xe (per site reporter). Xenex is sending a replacement tablet and a shipping label to return the broken tablet. We will return the tablet with swollen battery to xenex.